Event description:
It was reported by service report that the head left wheel was broken on both sides where the caster horn meets the wheel. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Wheel assembly.